Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and a sling was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported the patient experienced detrusor overactivity with mixed urinary incontinence on (B)(6) 2013 and underwent copatite injection in urethra and cystoscopy on (B)(6) 2012 and (B)(6) 2013. A cystoscopy and copatite injection was planned for (B)(6) 2013. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urine leakage, overactive bladder, urgency, vaginal irritation, itching, dryness, and urinary frequency.

Event description:
It was reported that following insertion the patient experienced urine leakage, overactive bladder, urgency, vaginal irritation, itching, dryness, and urinary frequency.

Manufacturer narrative:
(B)(4): it was reported that post implantation, patient experienced pain, urinary/bowel disturbances, recurrence and dyspareunia. (B)(4).